Manufacturer narrative:
The technical support specialist performed troubleshooting with the hospital biomed technician. The hospital did not request to have the system checked by the customer service representative. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol.25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report mailed in to FDA on: 12/19/2007.

Event description:
The customer reported that a corneal burn occurred during a cataract procedure. The surgeon sutured the incision closed, and made a second incision to complete the procedure. Additional information has been requested.